Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7072114, UDI: (B)(4). Product family: dbs-adapters upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7072129, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure involving complete removal of the dbs system due to infection. The patient exhibited purulent drainage at the non-boston scientific lead-extension connection site. Cultures were obtained; however, the results remain undisclosed. The patient is expected to fully recover. Explanted devices were disposed of at the facility and will not be returned to boston scientific for analysis.